Event description:
On (B)(6) 24, acorn technician arrived at customer's house for service appointment & noticed a pool of blood on the floor in front of the stairlift. Per customer, roughy about a week ago, his wife sat on the stairlift to go upstairs, but it wasn't working. He told his wife to get off and get back to her wheelchair. As she stood up, she lost her balance and fell. She cut the back of her right thigh. Customer & his wife doesn't know what she cut herself on. She received stitches to her thigh.